Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was advised that the light source appears to be operating correctly. The customer was also advised not to hot swap scopes and that the tower should be powered off before disconnecting or connecting another scope. The customer was informed that fluid invasion in the scope might cause this error. They were instructed to review the reprocessing manual for step by step guidance. The device is not expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope produced a b30 scope communication error. The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using the same device with a slight delay, and there were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.